Event description:
It was reported that an external fluid leak was observed from a cracked access line during treatment using one (1) unit of prismaflex m150 set c. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual sample was not available for investigation however photos were provided. Visual inspection observed that the access line was perforated resulting to the reported leak. The reported condition was verified. The cause could not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.